Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed loss of capture due to threshold measurements greater than the maximum output settings. It was thought this lead was microdislodged. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.